Event description:
Device 1 of 2. Reference manufacturer report #1627487-2010-01106. The patient received her scs system on (B)(6) 2007 including an adaptor to connect the ans devices to the competitor's leads. It was reported on (B)(6) 2008 that the patient's system exhibited invalid impedance readings. The physician explanted the complete system, and re-implanted with a new system on (B)(6) 2008. The patient's ipg and extension were returned to ans for analysis. Follow up on the patient found no further issues reported. No further information is available.

Manufacturer narrative:
Device 1 of 2. Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Adaptor fails continuity testing at channel 1. There is a wire broken in the adaptor header. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.